Event description:
Device malfunction: none. Symptoms/ae: acute worsening of a pre-existing stroke, death. Time of ae: after the procedure. It was reported that in 2009, prior to a carotid artery stenting procedure, the patient experienced a right frontal stroke and was hospitalized. Four days later, with status improved, a left internal/common carotid stenting procedure was performed. The patient remained stable post-procedure and was discharged to a rehabilitation facility two days later. At the rehabilitation center, the patient's mental status declined and was rehospitalized three days later. A CT scan of the head showed acute worsening of the right frontal stroke. The patient's condition continued to decline and in the same month, the patient expired. The cause of death was listed as: extension of right frontal stroke, paroxysmal atrial fibrillation and cardiomyopathy. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no device malfunction. Stroke and death are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.